Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ("repeated infections / serious infections") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2013. The patient's past medical history included dyspareunia, incontinence, amenorrhea, pelvic pain, bipolar disorder, anxiety, vaginal delivery (2000 and 2004) and spontaneous abortion (1996). Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation"), abdominal discomfort ("stomach hot") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, 2 years 8 months after insertion of essure, the patient experienced uterovaginal prolapse ("uterovaginal prolapse"). In march 2014, the patient experienced hot flush ("hot flashes"), hyperhidrosis ("sweating"), libido decreased ("decreased libido") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced furuncle ("boils"). On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), bipolar disorder ("bipolar"), anxiety ("anxiety"), urinary tract disorder ("bladder or urinary problems or changes"), weight increased ("weight gain") and amenorrhoea ("amenorrheic"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (hysterectomy, salpingectomy and oophorectomy on (B)(6)2013), culdoplastic enterocele repair on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the uterine infection, pelvic pain, hot flush, hyperhidrosis, libido decreased, vaginal haemorrhage, female sexual dysfunction, bipolar disorder, anxiety, bladder disorder, urinary tract disorder, furuncle, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, constipation, amenorrhoea, abdominal discomfort, uterovaginal prolapse and menorrhagia outcome was unknown. The reporter considered abdominal discomfort, amenorrhoea, anxiety, bipolar disorder, bladder disorder, constipation, dysmenorrhoea, dyspareunia, female sexual dysfunction, furuncle, hot flush, hyperhidrosis, libido decreased, menorrhagia, nausea, pelvic pain, urinary tract disorder, uterine infection, uterovaginal prolapse, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2010: normal pelvic examiation result the uterus is in anteverted position. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No sample available for this investigation and no valid lot number. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added- hot flashes, sweating, decreased libido, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bipolar, anxiety, bladder or urinary problems or changes, boils, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, failure to occlude (close) fallopian tube(s), weight gain, constipation, amenorrheic, stomach hot and uterovaginal prolapse. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ("repeated infections / serious infections") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2013. The patient's past medical history included dyspareunia, incontinence, amenorrhea, pelvic pain, bipolar disorder, anxiety, gravida ii (2000 and 2004) and spontaneous abortion (1996). Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation"), abdominal discomfort ("stomach hot"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspepsia ("stomach hot"). On (B)(6) 2012, 2 years 8 months after insertion of essure, the patient experienced uterovaginal prolapse ("uterovaginal prolapse"). In (B)(6) 2014, the patient experienced hot flush ("hot flashes"), hyperhidrosis ("sweating"), libido decreased ("decreased libido") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced the first episode of furuncle ("boils") and the second episode of furuncle ("boils"). On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), bipolar disorder ("bipolar"), anxiety ("anxiety"), urinary tract disorder ("bladder or urinary problems or changes"), weight increased ("weight gain"), amenorrhoea ("amenorrheic") and urinary incontinence ("urine leakage/ incontinence"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (hysterectomy, salpingectomy and oophorectomy ((B)(6) 2013),culdoplastic enterocele repair ((B)(6) 2013)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine infection, pelvic pain, hot flush, hyperhidrosis, libido decreased, vaginal haemorrhage, female sexual dysfunction, bipolar disorder, anxiety, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, constipation, amenorrhoea, abdominal discomfort, uterovaginal prolapse, menorrhagia, urinary incontinence, dyspepsia and the last episode of furuncle outcome was unknown. The reporter considered abdominal discomfort, amenorrhoea, anxiety, bipolar disorder, bladder disorder, constipation, dysmenorrhoea, dyspareunia, dyspepsia, female sexual dysfunction, hot flush, hyperhidrosis, libido decreased, menorrhagia, nausea, pelvic pain, urinary incontinence, urinary tract disorder, uterine infection, uterovaginal prolapse, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of furuncle and the second episode of furuncle to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2010: normal pelvic examiation result the uterus is in anteverted position. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable.no sample available for this investigation and no valid lot number. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-may-2018: plaintiff fact sheet received. Events per pfs: urine leakage/ incontinence, stomach hot and boils. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine infection ("repeated infections / serious infections") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2013. The patient's past medical history included dyspareunia, incontinence, amenorrhea, pelvic pain, bipolar disorder, anxiety, gravida ii (2000 and 2004) and spontaneous abortion (1996). Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation"), abdominal discomfort ("stomach hot"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspepsia ("stomach hot"). On (B)(6) 2012, 2 years 8 months after insertion of essure, the patient experienced uterovaginal prolapse ("uterovaginal prolapse"). In (B)(6) 2014, the patient experienced hot flush ("hot flashes"), hyperhidrosis ("sweating"), libido decreased ("decreased libido") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced the first episode of furuncle ("boils") and the second episode of furuncle ("boils"). On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), bipolar disorder ("bipolar"), anxiety ("anxiety"), urinary tract disorder ("bladder or urinary problems or changes"), weight increased ("weight gain"), amenorrhoea ("amenorrheic") and urinary incontinence ("urine leakage/ incontinence"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (hysterectomy, salpingectomy and oophorectomy ((B)(6) 2013),culdoplastic enterocele repair ((B)(6) 2013)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine infection, pelvic pain, hot flush, hyperhidrosis, libido decreased, vaginal haemorrhage, female sexual dysfunction, bipolar disorder, anxiety, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, constipation, amenorrhoea, abdominal discomfort, uterovaginal prolapse, menorrhagia, urinary incontinence, dyspepsia and the last episode of furuncle outcome was unknown. The reporter considered abdominal discomfort, amenorrhoea, anxiety, bipolar disorder, bladder disorder, constipation, dysmenorrhoea, dyspareunia, dyspepsia, female sexual dysfunction, hot flush, hyperhidrosis, libido decreased, menorrhagia, nausea, pelvic pain, urinary incontinence, urinary tract disorder, uterine infection, uterovaginal prolapse, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of furuncle and the second episode of furuncle to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2010: normal pelvic examiation result the uterus is in anteverted position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 07-jul-2016 which refers to a female consumer who had essure (fallopian tube occlusion insert) placed in (B)(6) 2011. In or around (B)(6) 2011, plaintiff went to discuss permanent contraception with her physician. Health care professional highly recommended essure as a form of permanent birth control, stating that it was safer, had less recovery time and was just as effective at preventing pregnancy as tubal ligation. On or about (B)(6) 2011, she underwent the essure procedure. Plaintiff began to experience extreme pain and repeated infections after the procedure. She underwent a checkup with physician and was told that she needed a tubal ligation. Health care professional then performed tubal ligation. After her second procedure, plaintiff continued to suffer from serious infections and was told she needed a complete hysterectomy to remove essure and obtain relief of her related symptoms. On or about (B)(6) 2012, complete hysterectomy was performed and essure was removed. Company causality comment: this non-medically confirmed spontaneous case report under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) placed for permanent contraception and had repeated infections (interpreted as recurrent uterine infections). Plaintiff began to experience extreme pain and repeated infections after the procedure. She underwent a tubal ligation but continued to suffer from serious infections. She underwent a complete hysterectomy and essure removal 5 months after essure insertion. Uterine infections is a listed event in the reference safety information for essure. In this particular case, the exact local of repeated infections was not specified. However, as the device had to be removed through hysterectomy, it strongly suggest that this infection occurred in the uterus. Although essure system is sterile, pathogens from upper genital tract infection may adhere to essure insert. Therefore, even though the exact onset date of this uterine infection is not known, a contributory role of essure device in the onset of this event cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 05-aug-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment this non-medically confirmed spontaneous case report under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) placed for permanent contraception and had repeated infections (interpreted as recurrent uterine infections). Plaintiff began to experience extreme pain and repeated infections after the procedure. She underwent a tubal ligation but continued to suffer from serious infections. She underwent a complete hysterectomy and essure removal 5 months after essure insertion. Uterine infections is a listed event in the reference safety information for essure. In this particular case, the exact local of repeated infections was not specified. However, as the device had to be removed through hysterectomy, it strongly suggest that this infection occurred in the uterus. Although essure system is sterile, pathogens from upper genital tract infection may adhere to essure insert. Therefore, even though the exact onset date of this uterine infection is not known, a contributory role of essure device in the onset of this event cannot be excluded. This case is regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs